Event description:
Ng tube since 7/25/92. The resident had a history of pulling out nasogastric tube. At 10:30 pm on dec 6,1996, resident was observed with ng tube coming out of her mouth. The tube was removed and at 1:00 pm numerous attempts were made by the rn to replace the ng tube. It was finally inserted and tested by the rn to be in place. At 3:45 am on 12/7/96, resident was observed w/o respirations or heartbeat.